Event description:
It was reported that, this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock, three days post implant procedure, due to unknown factors. The patient was hospitalized, and therapy was programmed off. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock, three days post implant procedure, due to noisy signals oversensing. The patient was hospitalized, and therapy was programmed off. This electrode remains in service. No additional adverse patient effects were reported.